Event description:
Revision surgery was performed due to stem loosening 10 years and 10 months after the primary surgery. Quadra-h implanted.

Manufacturer narrative:
Batch reviews performed on 03 november 2021. Lot 103236: (B)(4) items manufactured and released on 23-nov-2010. Expiration date: 2015-oct-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017. Clinical evaluation performed by medical affairs manager. Femoral component revision performed more than 10 years after primary cementless total hip arthroplasty in a (B)(6) year old man. No information concerning patient general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.